Event description:
It was reported that during implant attempt, after tightening the setscrew and clicking of the wrench head, the lead kept coming out with simple tug test. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. A rounded setscrew was noted, and there was foreign material in the setscrew.